Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device had no telemetry and no pacing output. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Since no save to disk data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was failing to sense or capture. The lead was explanted and replaced. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated as it was at end of life (eol). The crt-d was explanted and replaced as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.